Event description:
The patient was having a nerve graft as part of a plastic surgery procedure and a 70mm graft was requested. Upon opening the graft, it was found to be smaller than the labeled size. The physician requested a second graft and the procedure was completed. The manufacturer has been contacted about the event and uf is trying to have the graft replaced.

Event description:
The patient was having a nerve graft as part of a plastic surgery procedure and a 70mm graft was requested. Upon opening the graft, it was found to be smaller than the labeled size. The physician requested a second graft and the procedure was completed. The manufacturer has been contacted about the event and uf is trying to have the graft replaced.

Event description:
The patient was having a nerve graft as part of a plastic surgery procedure and a 70mm graft was requested. Upon opening the graft, it was found to be smaller than the labeled size. The physician requested a second graft and the procedure was completed. The manufacturer has been contacted about the event and uf is trying to have the graft replaced.